Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed with no delivery. The customer's blood glucose was between 200 mg/dl and 300 mg/dl. Troubleshooting could not be performed as the no delivery alarm was a past occurrence. Nothing further was reported.